Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: a review of the pump¿s history showed evidence of loss of prime associated with low non-zero force warnings. The pump powered on normally and was able to be successfully exercised for 24 hours with no loss of prime. The force sensor was found to be out of calibration. The pump cover was opened and no internal defects were found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that that the pump was emitting frequent loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/02/2014-device evaluation:the pump has been returned and evaluated by product analysis on 12/1792013 with the following findings:a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).